Event description:
A hair was found inside the sealed plastic case of a cadd cassette for an ob epidural. Dose or amount: 100 ml millilitres. Route: epidural. Therapy start date: (B)(6) 2018. Therapy end date: (B)(6) 2018. Is the product compounded: yes. Event abated after use stopped or dose reduced: yes.